Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # 01509859 product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4).

Event description:
Consumer reported complaint for high blood glucose results.the customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 120mg/dl. The customer did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. During the call on (B)(6) 2017, a back to back blood test was performed fasting by the customer and produced test results of 133 and 159mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 11/16/2018 and open vial date is 09/03/2017. The meter memory was reviewed for previous test result history: 1:200mg/dl (B)(6) 2017 09:04 pm fasting: yes. 2:132mg/dl (B)(6) 2017 07:51 pm fasting: yes. 3:234mg/dl (B)(6) 2017 04:29 pm fasting: yes. 4:152mg/dl (B)(6) 2017 12:47 pm fasting: yes.